Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a lost sensor alert. Customer was advised that the reason for the alert was due to sensor being disconnected from transmitter. Customer was advised to allow transmitter to fully charge, and then reconnect. Customer reported of having low blood glucose of 33 mg/dl and 26 mg/dl. Customer reported that healthcare professional made changes to programming and blood glucose stabilized. Customer's blood glucose at the time of call was 97 mg/dl.